Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported by the patient that she underwent a ventral hernia repair in (B)(6) 2005 and mesh was implanted. On (B)(6) 2005 she developed edema of the lower extremities. A bilateral venous doppler was negative on (B)(6) 2005. The patient reports breaking out over the hands and face on (B)(6) 2013. The surgeon does not feel this is related to the mesh. She stated it took 6 months for the incision to heal. Since the surgery she has experienced pain and has been seen by several physicians. She has been given pain medication in the past but is currently not taking any pain medication. Additional information has been requested.

Event description:
It was reported by the patient that she underwent an abdominal hernia repair in (B)(6) 2005 and mesh was implanted. She stated it took 6 months for the incision to heal. Since the surgery she has experienced paint and has been seen by several physician. She has been given pain medication in the past but is currently not taking any pain medication. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.